Event description:
It was reported that the device was producing straight shots.

Manufacturer narrative:
The subject product was returned and evaluated. The complaint was unconfirmed for straight shots. However, it was found to produce malformed constructs.